Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector was damaged and unable to connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.